Manufacturer narrative:
The involved device has not been returned from the user facility for evaluation. Therefore, the investigation was based on user facility information, retained samples and quality records. Evaluation of the retained sample confirmed there were no defects or anomalies. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. The cause for the reported event cannot be determined based upon the currently available information. The labeling does address the potential for such a deflation event in the instructions-for-use with statements such as: "be careful that no foreign particles get into the air injection port when injecting the air. The air could leak"; "patient should not be left unattended while the tr band is in use;" and "depending on the patient's condition and the degree of balloon pressure, an adverse event including artery occlusion, hypodermic hematoma, hemorrhage, pain, or numbness may occur. Check the progress of the hemostasis and adjust the air pressure accordingly" all currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the tr band became deflated during use to assist with achieving hemostasis following an interventional procedure. The following information was provided by the user facility: after the band was in place for "several minutes" a hematoma was noted adjacent to and underneath the band; further inspection revealed that the band was not holding air; manual pressure was held to reduce the hematoma; a second tr band was placed; and follow-up communication confirmed that hematoma was resolved and no further intervention was required.